Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was a settings not available message on the controller and an out of regulation (oor) message on the clinician tablet. The rep reported that they tried to connect with the tablet and she was able to program at a high ma. The rep reported that they checked the impedance and the impedances were 580-1,000 ohms for all electrodes except electrodes 13 and 15 were greater than 40,000 ohms. The rep reported that the patient was not being programmed with electrodes 13 and 1. The rep reported that the patient had 2 programs with 4 electrodes being used on each lead with 450 pulse width in program 1 and 420 pulse width in program 2, the rate was 40 hz. It was reviewed that the system limitation was not allowing the patient to increase further, given that she had high pulse width and a fair number of electrodes were being used. It was noted that troubleshooting resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The rep reported that the cause was not determined. Rep reported they were informed by technical services all recommended actions to resolve the oor and those actions were taken and did not clear the oor. Nothing further could be down.